Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath a foreign substance was seen in the sheath. Approximately 12 cm from the handle they could see something that looked like corrosion inside the shaft. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.